Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3.

Event description:
Patient reported left side "problems with implant", ultrasound showed fluid around the left breast and was sent for MRI, may need to have biopsy tests for alcl, textured implant concern. Healthcare professional reported rupture, "fibrous capsular tissue with foreign body giant cell reaction". The following events are not related to the device, ¿small cyst in the left breast¿ and ¿small malignant lesions in either breast¿. The device has been explanted.

Event description:
Patient reported left side "problems with implant", ultrasound showed fluid around the left breast and was sent for MRI, may need to have biopsy tests for alcl, textured implant concern. Healthcare professional reported rupture, "fibrous capsular tissue with foreign body giant cell reaction". The following events are not related to the device, ¿small cyst in the left breast¿ and ¿small malignant lesions in either breast¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified black particle material on the shell, one extended opening and black encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: problems with implants.

Event description:
Patient reported left side "problems with implant", "fluid around the left breast", and textured implant concern. The device remains implanted.